Manufacturer narrative:
The customer's qc was ok. On (B)(6) 2020, the field service engineer performed routine preventative maintenance. Also, he made system adjustments and performed additional cleanings. Due to further customer complaints, the customer's on-site engineer replaced the analyzer's sample probes and performed additional system adjustments. After service, there were no further customer complaints. The analyzer's alarm trace listed multiple abnormal aspiration alarms, which indicates an issue with sample preparation. The investigation determined the event was consistent with pre-analytical sample handling. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable high albp albumin bcp results for three patients tested on a cobas 8000 c 702 module. The initial results were reported outside the laboratory. The clinician informed the laboratory of the questionable results, and the samples were repeated for confirmation. On (B)(6) 2020, patient 1's initial albumin result was 76.2 g/l. On (B)(6) 2020, the sample was repeated on the same analyzer and the repeat result was 33.6 g/l. This data was provided by the customer and we believe these are initial and repeat of the same sample, but the customer provided conflicting information. On (B)(6) 2020, patient 2¿s initial albumin result was ">70 g/l." The sample was repeated on an unknown analyzer at a different hospital and the result was 33 g/l. On (B)(6) 2020, patient 3¿s initial albumin result was 75.0 g/l. The sample was repeated on the same analyzer and the repeat result was 41.1 g/l. Albumin reagent lot number was 463883 with an expiration date requested but not provided.